Manufacturer narrative:
Results: the distal end of the penumbra system jet7 reperfusion catheter (jet7) was damaged starting at approximately 128.0 cm from the hub, 3.5 cm from the distal tip. The jet7 was ovalized approximately 58.0 cm from the hub. Conclusions: evaluation of the returned jet7 could not confirm the reported complaint of fracture. Evaluation revealed the distal tip of the returned jet7 was kinked. If the jet7 was forcefully advanced against resistance, damage such as kinks may occur. Further evaluation revealed an ovalization on the mid-shaft of the returned jet7 that was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01525.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit (kit) and a neuron max 6f 088 long sheath (neuron max). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician made two successful passes using the penumbra system jet 7 reperfusion catheter (jet7) with a neuron max. While attempting to make a third pass, the physician experienced resistance while advancing the jet7 through the neuron max; consequently, the distal tip of the jet7 became fractured and, therefore, it was removed. It was reported that it is unknown if the same sheath was used. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.